Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fluid leak is confirmed, however the cause is unknown. One 2 fr per-q-cath with an extension set and a 1 cc syringe were returned for evaluation. An initial visual observation showed some blood residue on the catheter and syringe and a black residue on the extension set that appears to be ink. The sample was flushed with a 12 ml syringe of water and was patent to infusion; however, when the catheter was occluded at the distal tip and pressurized again, a weeping leak was observed 13.25 cm from the distal tip. Some material weakness was noticed at the leak site during tactile evaluation. A microscopic observation revealed several very small holes in the catheter at the leak site around the circumference of the catheter; two larger and two or three smaller holes. The larger holes were observed to be slit-like and longitudinal. The sample was dissected to examine the inner surface of the sample. The holes appear to be the same size and shape on the inner surface as they were on the outer surface. Other than the holes, no additional damage was observed on the inner or outer surfaces of the sample. The cause of these holes is unknown; however, possible causes include metallic instrument damage, stylet damage, and over-pressurization. As a note because the sample was returned with a 1 cc syringe, the product IFU states ¿do not use a syringe smaller than 10 cc¿ as this can over-pressurize and, consequently, rupture the catheter. A lot history review (lhr) of rezi1196 showed no other similar product complaint(s) from this lot number.

Event description:
Health professional reported that the process of insertion was successful, but the catheter allegedly ruptured and leaked during infusion. No patient injury reported.